Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/10/2015 with the following findings: several eaw-(B)(4) 'no cartridge detected warnings', which can be indicative of the type of issue that was reported, were observed in the black box data. The pump was exercised for 24 hours, during which no events indicative of a device failure were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump successfully performed the prime sequence and bolus functions. During the analysis, the pump operated according to the specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that ¿no cartridge detected alarms¿ were occurring with a filled cartridge in the pump. Also, it was reported that the cartridge cap was able to secure to the pump case per the instructions for use (IFU). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.